Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump because hot to touch while charging. The customer stated once the pump is unplugged it returned to room temperature. The customer believes this issue has affected the insulin and caused their blood glucose (bg) level to become elevated (300 mg/dl). A correction bolus via the pump was used to address bg level. A replacement usb cable and wall adapter were sent to the customer. Follow up with the customer confirmed that the pump was able to be successfully charged using the replacement charging supplies.